Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient¿s lead moved out of position from across her body to going straight up from the implantable neurostimulator (ins). The patient noted that she could feel the lead when she puts her hands on her back. The patient also stated that the ins was not ¿putting out anything that's helping me", stating that her hip and right leg were hurting. The patient used the patient programmer (pp) to increase the stim; she felt the stim in her left leg, but it was not helping with their hip/right leg pain. These issues were considered to be a sudden change in therapy/symptoms. In the end, the patient was redirected to follow-up with a healthcare professional (hcp). There were no further complications reported or anticipated.